Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: screw loosening review of event description: it was reported that a patient had a dynesys implant implanted on (B)(6), 2014 and was revised on (B)(6), 2016 due to construct failure. Review of received data: the surgical report dated (B)(6), 2014 reports a revision surgery due to failed hardware , pseudoarthritis and axial back pain. In this surgery, a total laminectomy is performed at l3, partially at l4 and l2. The existing l4-l5 screws (l5 broken) are revised, some bone grafting performed and new screws implanted. During this surgery, the dynesys ha pedicle screws are implanted at l3, where also some bone grafting was done. This is also confirmed by the "rl3" and "ll3" written on the side on the product label in document "implants used during implantation surgery". The surgical report dated (B)(6), 2016 describes a revision surgery due to osteomyelitis of the lumbar spine, chronic instability and stenosis. The l3 to s1 implants were removed and a new fixation of the segment t12- s1 is performed with a synthes implant system. In the procedure, it is noted that the left l3 screw is found to be loose. No other conspicuousness regarding the dynesys screw and spacer and the dto implant. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: dynesys dynamic stabilization system, surgical technique showed that the product combination was approved by zimmer. Dynesys® spinal system and the zimmer® dto implant instructions for use were reviewed and contains all indication, contraindications and warnings. The compatibility between optima system and dynesys is given: "the zimmer dto implant is used as an interface device when the dynesys spinal system and the optima zs spinal system are implanted at adjacent levels." Root cause analysis: root cause determination using dfmea # 130456, rev 5: - screw loosening due to too fast dissolution of the ha coating. New bone formation is not fast enough to bridge the space of the dissolved ha coating. => possible: the screws were not returned and therefore this cannot be excluded. It has to be noted that the patient has history of loosening and screw breakages. - screw loosening due to insufficient strength to bone due to ageing of ha coating => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - insufficient fixation strength. Screw loosening. Due to bonding of ha coating is not sufficient wrong preparation of pedicles => possible: the detail of the implantation of the screws are not available, thus it cannot be excluded. It has also to be noted that the patient has history of loosening and screw breakages. - screw loosening, screw breaking, bone damage due to bone-implant interface is not strong enough => possible: it has to be noted that the patient has history of loosening and screw breakages. The screws were placed at l3, where also some bone grafting was performed. Thus, cannot be excluded. - breakage of implant, screw loosening, reduced stabilization, loss of function due to wrong/incomplete information about postoperative limitation, patient does not follow the instructions. => possible: as no information is available, this cannot be excluded. - reduced anchorage, screw loosening due to ha wear debris, ha particles, delamination of coating, reduced surface roughness => possible: the screws were not returned and therefore this cannot be excluded. It has to be noted that the patient has history of loosening and screw breakages. - reduced anchorage, screw loosening due to insufficient cohesion of ha coating resulting in wear debris => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - reduced anchorage, screw loosening due to insufficient adhesion of ha coating to substrate resulting in flaking off of the ha coating => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - bone/screw interface loosening and/or reaction to wear particles due to osteolytic process: wear particles, biological processes => possible: it has to be noted that the patient has history of loosening and screw breakages. The screws were placed at l3, where also some bone grafting was performed. Thus, cannot be excluded. Conclusion summary: it is reported that a patient had a dynesys implant implanted on (B)(6), 2014 and was revised on (B)(6), 2016 due to construct failure. The event regarding the product in this complaint is loosening of the left dynesys screw implanted at l3. The dynesys screws were placed at l3, where also some bone grafting was performed during implantation surgery. Revision was performed due to osteomyelitis of the lumbar spine, chronic instability and stenosis. The l3 to s1 implants were removed and a new fixation of the segment t12- s1 is performed with a synthes implant system. No other conspicuousness regarding the dynesys screw and spacer and the dto implant. Neither x-rays, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level and type of activity (low impact vs. High impact) are unknown. Adherence to rehabilitation protocol is unknown. It has to be noted that the patient has previous history of loosening and screw breakages with spine implants and needed bone grafting at l3. With the information at hand, it is impossible to determine an exact root cause for the reported event. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
It was reported that the patient was implanted a dynesysâ®, ha pedicle screw + set screw, 7.2 x 50 on an unknown side on (B)(6) 2014 and the patient underwent revision surgery on (B)(6) 2016 due to implant fracture.